Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had alarm 01/02 patient line open. Nurse trying to initiate therapy on a patient. Current water flow rate(wfr) 0 l/min. Confirmed they have 4 pads connected. All tubing was straight with no kinks or bends. Had nurse stop therapy, empty pads and disconnect. Device alarmed reservoir empty. Walked nurse through filling reservoir with sterile water. Device not taking up any water. Confirmed fdl was connected, fill tube was properly connected, no pads attached to fluid delivery line(fdl). Device still not taking up any water. Informed nurse to send this device to biomed and swap to a new device. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had alarm 01/02 patient line open. Nurse trying to initiate therapy on a patient. Current water flow rate(wfr) 0 l/min. Confirmed they have 4 pads connected. All tubing was straight with no kinks or bends. Had nurse stop therapy, empty pads and disconnect. Device alarmed reservoir empty. Walked nurse through filling reservoir with sterile water. Device not taking up any water. Confirmed fdl was connected, fill tube was properly connected, no pads attached to fluid delivery line (fdl). Device still not taking up any water. Informed nurse to send this device to biomed and swap to a new device. Encouraged nurse to call back with any issues.